Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxibus cable was damaged. A field service engineer (fse) replaced a damaged pyxibus cable where an exposed conductor was identified and could potentially short against the drawer chassis, impacting communication. Additionally, a missing slide bumper on the right side of drawer 2.1 was installed to ensure proper drawer alignment and operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device required preventative maintenance. However, there were no delays or adverse events or injuries reported based on this event.